Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint reference # (B)(4).

Event description:
As reported: the trocar fall apart during the operation. There was no harm or injury to the patient due to this event. The device was set aside and a new of the same was used to complete the procedure. It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation.